Event description:
Information received indicates the nurse call is not working from the bed.

Manufacturer narrative:
The technician found the screws holding the communication cable to the sidecom junction board were broken and the communication cable was disconnected. The technician replaced the screws to repair the bed.